Event description:
The catheter was being utilized for an angiographic procedure. The procedure was completed and the catheter was removed. Upon removal, it was noted the tip was missing from the catheter. The seperated catheter tip was noted to be sticking out at the groin site. The separated segment was grasped and removed by hand. While no serious illness or injury occurred, intervention was required to prevent pt impact.